Event description:
It was reported that the apix table would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel console board and batteries were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.